Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows the tip to be fractured. The fractured portion was not returned. Impact marks and surface blemishes were observed on the strikeplate and shaft consistent with multipl-use device. The plastic handle is cracked but remains intact. Medical records were reviewed and notes the inserter handle broke off without incident. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 192110 ¿ echo femoral stem ¿ 910510. Customer has indicated that the product will not be returned to zimmer biomet for the investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the stem inserter threads broke while the stem was being implanted. The fractured piece remains in the stem. Attempts have been made and additional information on the reported event is unavailable at this time.